Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Replacement of the sample and reagent arc probe(s) (list number 08c94-42) resolved the issue. Replacement of the valve, manifold kit as a precaution, as well as checking wash zone valves in wz 1 and wz2, all syringes and pumps was also performed. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely positive toxo igg results on the architect i2000sr analyzer. The following data was provided: sid (B)(6): (B)(6) 2019: 4.0 iu/ml (r), (B)(6) 2019: 0.4 iu/ml (nr). Sid (B)(6): (B)(6) 2019: 4.0 iu/ml (r), (B)(6) 2019: 0.2 iu/ml (nr). Sid (B)(6): (B)(6) 2019, 8:48 pm: 5.7 iu/ml (r), (B)(6) 2019, 3:04 pm: 0.6 iu/ml (nr), (B)(6) 2019, 6:32 pm: 0.8 iu/ml (nr). Samples above 3.0 are considered reactive. There was no impact to patient management reported.